Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles while filling the reservoir. The customer¿s blood glucose was 480 mg/dl at the time of the incident. Customer reported that the approximate size of the air bubbles was large to champagne. During troubleshooting, the customer was able to remove the air bubbles from the reservoir. The reservoir will not be returned for analysis.